Event description:
Clinical report received. Asr xl; right; adverse event: local tissue reaction / high cocr levels. No revision surgery required. Update rec'd- additional clinical report received. There is no new additional information that would affect the investigation. Update received (B)(4) 2015 clinical der added dor additional reason for revision and exp dates added. ((B)(4))

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.